Event description:
Hospira pump (B) (6) turned on to start phenylephrine IV drip. Pump made a clicking sound and was followed by a e437 malfunction code. This caused a delay in the initial dose of medication while another pump was obtained.